Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with continuous glucose readings above 180 mg/dl, peaking at 302 mg/dl, without leak, site pain, cold skin, or bent needle, and without delivery alarms; the user replaced the cartridge, infusion set, and related supplies with guidance, and insulin delivery resumed. Symptoms included elevated blood glucose without systemic illness. Outcomes included need for troubleshooting and user education, with gradual reduction of glucose to 252 mg/dl over several hours and no hospitalization. Investigation included customer interview, review of device use, and guided supply change. Investigation of this case revealed no observable infusion set leak or damage and no alarms, and the user was early in ilet adaptation, which can delay correction of highs. It was concluded that the cause of hyperglycemia was unclear, with no confirmed device malfunction, and that continued monitoring and education were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.